Manufacturer narrative:
Patient information was unavailable from the site. The vertek arm was returned to the manufacturer for evaluation. Testing found that the arm was unable to pass load testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a cranial biopsy, the vertek arm of the navigation system moved. It was noted that the representative suspected the issue being caused by the arm not being tightened enough. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.